Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarmed for an upstream occlusion. The customer reported that the blue clamp was in the closed position and the patient did not get the medication for a long time before the nurse noticed. The problem occurred during medication delivery in obstetrics gynecology department (medication, programmed amount and delivery rate unknown). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.